Event description:
It has been reported to philips that the system would not produce exposers. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, coronary diagnostic procedure was aborted and completed procedure in another hospital. A philips field service engineer visited the onsite and identified that the cooling unit¿s oil level was low, and leakage was observed from the pressure gauge unit. The fse replaced defective cooling unit and returned to philips for further analysis. The analysis identified the cooling unit leaked at the fitting between de-aerating hose and pump. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.